Event description:
It was reported that the patient underwent a myomectomy on (B)(6) 2013. During the procedure, the device was locking. Another like device was used to complete the procedure. No adverse patient consequences reported. Additional information requested.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional inforamtion was received that indicates this event does not meet malfunction reporting criteria. This event therefore is not reportable.